Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an damaged wire in the cable connecting the therapy electrode to the ECG "a" and ECG "b" cables. The root cause was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check belt messages.